Event description:
This is a spontaneous case report received from a medical doctor in united states on 18-mar-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 (with lot number 959211) for permanent birth control. On (B)(6) 2012 hsg (hysterosalpingogram) was done and showed essure in the correct position and both tubes occluded. Patient was having pelvic pain and back pain. CT scan from abdomen/pelvis was done on (B)(6) 2016 and showed that essure was in the myometrium and extended 5 mm into peritoneal cavity. She will have hysterectomy. Company causality comment:this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Almost 4 years later, a CT scan revealed essure was in the myometrium, extending 5 mm into peritoneal cavity. A hysterectomy was planned by the physician. The reported event, regarded as uterine perforation, is listed according to essure's reference safety information. Uterine tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the patient developed pelvic pain and a uterine perforation was found at CT scan. Although the exact mechanism of the event is not known; given its nature, causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention will be required as event's treatment. Follow-up information (perforation questionnaire) and a product technical analysis are b.

Manufacturer narrative:
Follow-up information received on 19-apr-2016: the questionnaire for uterine/tubal perforation with essure was received from the physician. (B)(6). Historical condition included gravida 3, para 2 and 1 spontaneous abortion. Her last delivery was not a c-section. She had no previous gynaecological intervention. She was on implanon before essure insertion. At the time of insertion, the patient was not breastfeeding. There were no abnormal uterine findings prior to essure insertion. Sounding and analgesia were applied during the insertion procedure, which was easy; there was no fluid loss higher than 1500 cc. There were no complaints immediately after insertion. A hysterosalpingogram was done on (B)(6)-2012 and confirmed tubal occlusion. The patient was told to rely on essure based on the result of this test. On (B)(6)-2016 a computerized tomogram showed essure was in myometrium protruding 5 mm into peritoneum on right side, 1.7 cm into right tube in mural portion. Essure in left tube was in correct position. No other organ or intra-abdominal structure was perforated. The perforation did not occur during sounding, dilation, hysteroscopy, before or after deployment. Patient was presenting with abdominal pain, back pain on right side and nausea. Essure was removed on (B)(6)-2016 via laparoscopic total vaginal hysterectomy with bilateral salpingectomy. Essure was removed because it was medically necessary and because of patient request. Pathology results showed chronic cervicitis. There was no evidence of perforation visually. The outcome of uterine perforation was reported as recovering/resolving. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted. Almost 4 years later, a CT scan revealed essure was in the myometrium, extending 5 mm into peritoneal cavity, 1.7 cm into right tube in mural portion. The device was removed via laparoscopic total vaginal hysterectomy with bilateral salpingectomy. The reported event is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the patient developed abdominal, pelvic and back pain and a uterine perforation was found at CT scan. Although the exact mechanism of the event is not known; given its nature, causality with essure cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 22-jun-2016 - quality-safety evaluation of ptc: (B)(4). Lot number: 959211; manufacturing date: 14-mar-2012; expiration date: mar-2015 in this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Case closed. Company causality comment : this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Almost 4 years later, a CT scan revealed essure was in the myometrium, extending 5 mm into peritoneal cavity, 1.7 cm into right tube in mural portion. The device was removed via laparoscopic total vaginal hysterectomy with bilateral salpingectomy. The reported event is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the patient developed abdominal, pelvic and back pain and a uterine perforation was found at CT scan. Although the exact mechanism of the event is not known; given its nature, causality with essure cannot be excluded. This case was considered an incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information is awaited.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.